Event description:
It was reported that there was apparent noise on the atrial and ventricular lead channel. The noise on the ventricular channel led to inappropriate hv therapy. It was noted that the patient rakes leaves every day. The physician commented after invasive investigation that the patient's leads were fractured by repetitive motion and extraneous shoulder and arm movement. The atrial lead was removed, and lead damage was confirmed. The ventricular lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.